Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date in the same month, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Physioneal and extraneal therapies remained ongoing. Thirty two days after the event onset, the antibiotics were discontinued, the patient was deemed recovered, and discharged from the hospital that same day. The following day, the peritonitis event recurred. The patient was re-hospitalized that same day. Further treatment details were not reported. At the time of this report, the patient had not recovered.